Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: a review of the pump¿s black box showed multiple no cartridge detected cs 163 warnings. During testing the rewind, load cartridge, and prime steps, a load step malfunction occurred; the piston pushed up until the cartridge was empty. The force sensor calibration and force sensor resistance were found to be out of required specification. The pump was opened and contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.